Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. During the procedure, the physician reported that it could not be deflected. It seemed that the inner wire had broken. After replacing the qdot micro catheter with another new one, the procedure continued. The procedure was completed without any issues and without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-apr-2025, observed a hole and reddish material inside of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 21-apr-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation 04-apr-2025. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed a hole and reddish material inside of the pebax. A deflection test was performed and the device was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The pebax damage is not related to the deflection issue reported. The potential cause of the pebax hole could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens; do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿a hole and reddish material inside of the pebax¿. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported issue of ¿it could not be deflected.¿ manufacturer's reference number: (B)(4).